Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient information was requested but not provided.

Event description:
It was reported that the IV infusion pump gave occlusion alarms during patient use despite no obvious occlusions. It was found on a non-bd investigation that the IV infusion pump has a faulty patient sensor. It was noted during event log review that the device produced multiple patient-side occlusion entries. It was not known whether the event caused delay in IV infusion. There was no patient harm.

Event description:
It was reported that the IV infusion pump gave patient sided occlusion alarms during patient use despite no obvious occlusions. It was found on a non-bd investigation that the IV infusion pump has a faulty patient pressure sensor (device code 1014 - defective alarm). It was noted during event log review that the device produced multiple patient-side occlusion entries. It was not provided whether the event caused a delay in IV infusion. There was no patient impact.

Manufacturer narrative:
The customer¿s stated issue of ¿faulty patient sensor - occlusion alarms¿ was confirmed through testing. Inspection: the patient side pressure sensor was damaged on the returned lvp. The log review found no programming errors that would explain the report of an occlusion alarm. Functional testing consisting of a test infusion and asm analog sensors on the source pump module found the device operating out of specification. The patient side pressure sensor had a date code of 1423 (june 2014). The patient side pressure sensor was replaced, and testing was repeated. The device was now operating in specification. The root cause of the occlusion alarms was identified to be due to a malfunctioning patient side pressure sensor.